Event description:
Customer called to report the pump was not priming. It was stated the patient disconnected the pump and ran 10u prime, but the insulin did not exit. Device was not dropped, bumped, or exposed to moisture.